Manufacturer narrative:
Hamilton medical ag received the log files of hamilton-g5, sn (B)(4). On (B)(6) 2021 at 03:03 ventilator alarmed with panel connection lost. Different technical faults (tf 9907,9908 and 9912) were triggered and entered ambient state, where patient is not actively ventilated in any way, but is allowed to inhale through the ambient valve if able to do so. The patient was bagged manually and was not harmed due to the event. Analysis ongoing.

Event description:
Hamilton g5 with "panel disconnect failure". Vent frozen, pt immediately removed and bagged manually. Vent replaced, pt with no adverse event due to vent failure. FDA safety report ID # (B)(4).